Manufacturer narrative:
Serial number was not provided as a result, the UDI information is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) pacing impedance measurements above 3000 ohms, resulting in a lead safety switch activation. The lead was reported to be fractured. No adverse patient effects were reported. This lead remains in service.